Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump alarmed for call service 069 multiple times which customer was unable to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported call service alarm was verified in the black box and duplicated in the evaluation. The review of black box data found language file corruption related alarms. The pump powered up with auditory and vibratory features. The language file corruption alarm was reproduced at power up which the investigation was unable to clear. Due to the un-cleared alarm, the remaining testing cannot be completed. Investigation determined that the alarm was due to a malfunction of a discrete component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).